Event description:
A report was received that the patient¿s pain had worsened. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient¿s pain had worsened. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2352-50, serial #: linear 3-4 lead, 50cm, description: (B)(4).